Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed the right atrial lead exhibited noise. No intervention was performed. The patient would continue to be monitored. No additional information was available at this time.